Manufacturer narrative:
The device was not returned to the MFR. A follow up medwatch will be submitted once the investigation is complete. This medwatch is being submitted in association with medwatch: 1526350-2014-00141; 01142; 00143; and 00144.

Event description:
It was reported that after surgery a serious skin necrosis was found. This appeared on five separate teenage pt's arms after using the tourniquet cuffs with the zimmers ats 2000. Necrosis was found all around the arm where the cuff was applied on one pt and part of the arm skin where the cuff was applied on the other four pt's. Customer states that the cuff was attached properly with the proper size suitable for each pt size. Also, it appeared that there was a burn caused by isodin. Customers also states that the patients; age 10's to early 20's, had no special issue of low blood pressure, high blood pressure, diabetes, etc., customer claimed that (B)(4) bandage, and/or cast pad are used with the tourniquets. The tourniquet protection sleeve is not used. Additional clinical follow up with the customer indicated that the ats 2000 tourniquet machine was in use for an estimated 60 minutes during the procedure. It was reported that the pt did not require skin grafting as a result and did not experience other post-operative complications at this time. The ats 2000 tourniquet machine was used in other procedures and no problems were observed.